Event description:
It was reported that the insulin pump alarmed no delivery. They were calling for assistance with programming the fixed prime units and their meter ID in their new insulin pump. The customer's blood glucose was 179 mg/dl. Troubleshooting was not completed because the customer was not at home and did not have extra supplies with them. Assistance was provided to clear the alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).